Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) level was 170-323 mg/dl and reportedly a bg level reading "high", a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy. A systems check was started with tandem technical support, however, the customer declined to complete the check., therefore no additional information was obtained.